Event description:
As reported, during a ureteroscopy, a hiwire nitinol hydrophilic wire guide's coating separated and bunched on the wire. The device was used to set a cotter pin and while threading, the coating issue was noticed. Another manufacturer's catheter and ureteral stent were also difficult to advance over the wire. The wire was rinsed with nacl 0.9% and wiped with wet nacl swabs. The device was replaced to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a ureteroscopy, a hiwire nitinol hydrophilic wire guide's coating separated and bunched on the wire. The device was used to set a cotter pin and while threading, the coating issue was noticed. Another manufacturer's catheter and ureteral stent were also difficult to advance over the wire. The wire was rinsed with nacl 0.9% and wiped with wet nacl swabs. The device was replaced to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, and quality control data. The wire guide was returned in open packaging labelled with the noted lot number. Damage was noted in coating approx. 35cm from flexible end. The wire guide is assembled and packaged by a supplier who completed a DHR review as part of their investigation detailed below. The incoming inspection records at cook were reviewed and the lot passed incoming inspection. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. The returned device was evaluated by the supplier who assemble the wire guide for cook . The supplier observed skive/cut damage to the polymer jacket with material removed from the distal tip. The polymer jacket was also observed to be pinched, stretched and displaced creating an oversized diameter at one location. The supplier also stated the severity of the stretch damage presented over the proximal 7cm appeared indicative of the degree of force applied to the specimen wire during the clinical event. A review of the device history record by cook and the supplier identified no related anomalies. The supplier investigation also reviewed assembly procedures which include visual and tactilely inspecting during manufacturing for defects and additional visual inspection during packaging for defects. Cook carried out a search of the complaint database and found no other complaints reported for lot. A specific cause of the complaint could not be established it was not possible to rule out clinical and/or procedural factors as contributing to the complaint. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.